Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after receiving a shock due to true ventricular fibrillation, ventricular undersensing was observed. It was noted that the undersensing did not delay the therapy in any way. The physician elected to make no programming changes. The patient will continue to be monitored.